Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, strong resistance, potentially due to soft tissue, was encountered while deploying the implant even after several adjustments. The prongs of the driver broke, therefore, the patient was repositioned with more bolsters under his hip. A new driver was used to implant the device and the procedure was completed. The driver pieces were removed from the patient. The patient was doing well postoperatively.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed, and the complaint was confirmed. Visual inspection revealed that both tips of the driver were completely sheared off. As such, this damage was sufficient to prevent functional testing in the laboratory. This confirmed damage to the driver was likely an unintended result of excessive force while using the device. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Manufacturer narrative:
The returned driver was analyzed, and the complaint was confirmed. Visual inspection revealed that both tips of the driver were completely sheared off. As such, this damage was sufficient to prevent functional testing in the laboratory. This confirmed damage to the driver was likely an unintended result of excessive force while using the device. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, strong resistance, potentially due to soft tissue, was encountered while deploying the implant even after several adjustments. The prongs of the driver broke, therefore, the patient was repositioned with more bolsters under his hip. A new driver was used to implant the device and the procedure was completed. The driver pieces were removed from the patient. The patient was doing well postoperatively.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed, and the complaint was confirmed. Visual inspection revealed that both tips of the driver were completely sheared off. As such, this damage was sufficient to prevent functional testing in the laboratory. This confirmed damage to the driver was likely an unintended result of excessive force while using the device. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, strong resistance, potentially due to soft tissue, was encountered while deploying the implant even after several adjustments. The prongs of the driver broke, therefore, the patient was repositioned with more bolsters under his hip. A new driver was used to implant the device and the procedure was completed. The driver pieces were removed from the patient. The patient was doing well postoperatively.